Event description:
A report was received that the patient will undergo explant procedure due to pain at the pocket site.

Manufacturer narrative:
Additional information was received that the patient will not undergo the explant procedure at this time.

Event description:
A report was received that the patient will undergo explant procedure due to pain at the pocket site.